Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump intermittently beeped. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.